Event description:
It was reported that clotting was observed during use of an unspecified quantity of one-link needleless devices. This was observed during use with intravenous midline catheters. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.